Event description:
A patient underwent an ultrasound guided percutaneous drainage catheter cyst placement procedure using navarre universal drain. Post the procedure, on (B)(6) 2026, it was reported that the drainage catheter connector found allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage catheter cyst placement procedure using navarre universal drain. Post the procedure, on (B)(6) 2026, it was reported that the drainage catheter connector found allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of catheter hub and physician holding the hub which was attached to the implanted catheter. Hub was noted to be broken; segments were noted to missing from hub. Connection problem occurred due to the broken hub. Therefore, the investigation is confirmed for the reported catheter connector fracture, connection problem and identified material separation issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI)), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.